Event description:
The reporter noted the patient was enrolled in a clinical study in (B)(6) titled: "evaluation of integra artificial dermis for the treatment of leg ulcers. Implantation of idrt was on (B)(6) 2011 for treatment of a venous ulcer from (B)(6) 2010. The patient developed an infection on (B)(6) 2011. 'Ablation' of idrt was (B)(6) 2011."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.